Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system presented with a fever and device pocket infection. Subsequently, this product was explanted. No additional adverse patient effects were reported.